Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the health care practitioner (hcp) and was diagnosed with a skin irritation. The site had purulent discharge. For treatment, the patient was prescribed the antibiotic doxycycline at 100 mg every 12 hours for 12 days. The pod was worn longer than 48 hours on the leg. The patient was discharged after less than 1 hour.